Event description:
It was reported that the wake button was sticking and becoming unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up from technical support, and no further information was obtained.